Event description:
During evaluation of a returned spectrum pump, the device key numbers 0 and 1 were not working and did not recognize an open door. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device keypad number 0 and 1 keys were inoperable and the device did not recognize an open door. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the events. The cause of the keypad issue was identified to be a failed keypad which requires replacement to address this issue. The cause of the device not recognizing an open door was determined to be a stuck lower latch switch and the lower auxiliary assembly requires replacement. Should additional relevant information become available, a supplemental report will be submitted.